Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. A micro dislodgement was suspected and when the physician looked at the x-rays, it was noticed that the slack left at the original implant was gone. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead tip tines have both been cut off of the lead, depending on when the tines were removed (implant or explant), this could lead to dislodgement, but the dislodgement allegation was not confirmed as the lab observations and field report were insufficient to verify dislodgement. The high threshold allegation was not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. A micro dislodgement was suspected and when the physician looked at the x-rays, it was noticed that the slack left at the original implant was gone. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.